Manufacturer narrative:
The bottom housing cannula window and eseal were checked for damages and no issues were observed. Investigation found no abnormalities with the needle mechanism. The investigation was unable to determine the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 25 and 36 hours, despite boluses. The patient noted tension on the adhesive and reported being unsure if the cannula was properly seated in the infusion site (abdomen). The cannula looked normal upon removal of the pod. Treatment information was not provided.